Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted and had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism.

Event description:
It was reported the patient received an inappropriate shock from the right ventricular (rv) lead due to oversensing. There was also an alert for the rv lead having a sudden rise in pacing impedance to greater than 2500 ohms. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.